Event description:
A medtronic rep reported that when initially looking at the images from a scan and planning the procedure in framelink s7 5.3, everything seemed positive. Later during the case, after the exam had been reformatted, merging the exams was not accurate. He reported that the ac and pc were not acceptable in all three sequences. The surgeon decided not to proceed with surgery. When he tried to merge manually in order to co register ac and pc structures, the outcome was a mismatch at the cortical level. There was no impact on pt outcome.

Manufacturer narrative:
The investigation is in progress.